Event description:
Perclose device used after procedure in cath lab. Patient developed clot in femoral vessel, had to return to operating room for thrombectomy. Several cases of similar issues have been noted recently by the cath lab. Cath lab manager notified the abbott rep of issues and sent images of abnormal vessels noted on angiography after use of perclose device. Abbott rep: (B)(4).